Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to use multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted. Technical support arranged to send a replacement pump with updated software, provided necessary instructions, confirmed shipping details, and requested the return of the malfunctioning pump. The customer understood and acknowledged all instructions and steps provided.